Event description:
It was reported that the patient presented with stroke-like symptoms including right arm ataxia and vision loss. The patient's international normalized ratio (inr) was therapeutic and their lactate dehydrogenase (ldh) were normal. Log files contained a drop in power and flow. A computed tomography (CT) angiogram was performed and a head CT was repeated. The neurology team thought the patient had an embolic event based on their symptoms and findings. The patient was to continue on their anticoagulant and antiplatelet medications.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Review of the submitted log file revealed no significant changes in pump parameters and showed the system operating as intended. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.